Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).

Event description:
It was reported that the speed was unstable. A 2.00mm rotapro was selected for use. During the procedure, it was noted that the device had unstable rotation speed (the speed went up and down). The set rotation speed was 180, 000rpm and the unstable speed range was from 90,000-150,000rpm and it felt like that the actual rotation speed was faster than it was intended to be. The procedure as completed with a different device. No patient complications reported.